Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the manifold will not shift. Associated malfunctions for this device: filters missing.